Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was returned for analysis. An examination of the device found that approximately 13mm of the distal stent was deployed. The distal stent wires were damaged. The catheter was kinked approximately 330mm proximal to the distal end of the blue outer sheath. The blue outer sheath was separated at 47mm and 82mm proximal to the distal end of the blue outer sheath with wire braiding visible in this area. The t-bar connector was detached from the outer sheath. There was evidence of a fillet of glue present on the t-bar connector indicating that glue had been applied during manufacture. During analysis, it was not possible to retract the outer sheath by hand due to the separation of the blue outer sheath. The shaft was dissected proximal to the stent and the inner lumen and stent were withdrawn from the outer sheath for analysis. No other issues were noted with the profile of the deployed stent or the inner lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2011 it was reported that during an iliac stenting treatment procedure, the stent failed to deploy. Vascular access was obtained via the left femoral using a 7f 45cm sheath. The 40mm long target lesion was 80% stenosed, de-novo, eccentric shaped, with a bend of >45 and <90 and located in the mildly tortuous and non-calcified, 9mm in diameter, right iliac artery. The lesion was pre-dilated with an 8x40mm wanda balloon catheter resulting in 50% residual stenosis. This 10x39x75 6f reduced profile wallstent was advanced to the lesion from the left common femoral without resistance. When the physician attempted to deploy the stent, the outer sheath was unable to be retracted. The device was removed from the patient intact with the outer sheath "damaged". The procedure was completed with another of the same device and post-dilation with a 10x40mm wanda balloon catheter. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed a partially deployed and damaged stent, as well as exposed wire braiding.